Manufacturer narrative:
One device was received for evaluation for the complaint that air bubbles are detected even after replacing the hose and venting more than 20 ml. The review of event log found and displayed "air in line". There was no 12-month service history during the review. The visual and functional testing was performed. The problem reported by the customer could not be reproduced at the time of the investigation. The pump delivers without any problems and also detects air bubbles. The cause of the reported problem is user related issue. During the inspection, it was also found that the uso sensor seal is missing or not present. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed.

Event description:
It was stated that air bubbles are detected even after replacing the hose and venting more than 20 ml. The issue occurred during set up and there was no patient involvement.